Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed no device failures. The device was serviced, tested and returned to customer on 1/30/2013. Placeholder.

Event description:
Customer reported blockage of self-locking jacobs chuck with reamer occurred during procedure. There is no report of patient injury or harm. There is no report of surgical delay. This is report 1 of 1 #(B)(4).